Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported frequent battery changes on his insulin pump. He also stated it was hard to hear his alarms. It was also reported he had to restart his insulin pump to complete the rewind sequence. Customer also reported there was a crack by the screen and the act and backlight button was sticking. No additional information provided.